Event description:
A malfunction on the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer was assisted by technical support to reset the pump, received instructions on how to perform the reset, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurs.